Event description:
Patient initials: (B)(6); medication: vigabatrin 500mg packet; description: (B)(6) pcc (B)(6) transferred pt's mom (B)(6) already hipaa (health insurance portability and accountability act) verified. Pt confirmed cell phone/email/emergency contact/ preferred language - english. Pt's mom stated pt's nebulizer machine is broken and pt needs new machine to take pulmozyme. Pt was advised a message will be sent to pcb to contact mdo for rx (prescription). Pt's mom stated pt had botox procedure on (B)(6) 2026 and has been experiencing problems ever since. Pt's mom stated she took pt to emergency room (B)(6) 2026 and pt was admitted with respiratory issues. Pt's mom was advised once nebulizer issue resolved, (B)(6) will follow up to schedule pulmozyme. Rph (registered pharmacist) consult declined. No known drug allergy. Diagnosis for use: epileptic spasms, not intractable, without status epilepticu.